Event description:
It was reported that the procedure was to treat an unspecified lesion with heavy calcification and mild tortuosity. A 2.50 x 12mm nc trek rx balloon dilatation catheter (bdc) was advanced to the target lesion without issues. However, during the third inflation at 22 atmospheres, the balloon ruptured. The bdc was removed from the patient. It is unknown at this time how the target lesion was treated. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was added: it was reported that the procedure was to treat a lesion in the left anterior descending artery (lad) with heavy calcification and mild tortuosity. The bdc was removed from the patient and the procedure was completed with a non-abbott balloon. No additional information was provided

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appear to be related to user error/operational context. It was reported t device was inflated three times at 22 atmospheres (atms) each. On the third inflation at 22 atms, the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm. In this case, it is likely the combination of the IFU deviation and the heavily calcified anatomy resulted in the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: device code 2017 improper or incorrect procedure or method -above rbp.